Manufacturer narrative:
The investigator reported that the event is unlikely to be related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted, two in the lad, and one in the lmca. On the same day, the patient suffered a stroke. The investigator reported that the event is unlikely to be related to the study device. The event was unresolved.

Manufacturer narrative:
Patient race and ethnicity provided. If information is provided in the future, a supplemental report will be issued.